Manufacturer narrative:
E1. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the bi-pap focus indicating that an alarm had occurred, and the device stopped. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer inquired a third party to repair the device. No work was performed by philips. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.